Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that a customer was unable to test due to his adc freestyle freedom lite meter turning on with button press but not with test strip insertion. It was further reported that on the afternoon of (B)(6) 2019, the customer experienced unspecified symptoms of hypoglycemia and subsequently loss consciousness. Customer was given unspecified treatment by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare provider reported that a customer was unable to test due to his adc freestyle freedom lite meter turning on with button press but not with test strip insertion. It was further reported that on the afternoon of (B)(6) 2019, the customer experienced unspecified symptoms of hypoglycemia and subsequently loss consciousness. Customer was given unspecified treatment by a non-hcp. There was no report of death or permanent injury associated with this event.